Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the customer¿s reported complaint (broken needle) was confirmed. The device evaluation findings are as follows: the needle tube was broken at a position about 15 mm from the tip of the needle tube. Based on the shape of the broken section of the needle tube, the cause of the break was due to a bending load, and not due to brittleness. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event (broken needle) could not be determined. However, the broken needle likely occurred due to the following mechanism: a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injuries such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to the national agency for the safety of medicines and health products (ansm) and then to olympus the single use aspiration needle broke off and the distal fragment (approximately 1 centimeter) remained stuck in the bronchial wall. The issue occurred during a diagnostic bronchial endoscopy and puncture biopsy of the lymph nodes. The procedure was extended by 45-minutes while the user attempted to retrieve the broken fragment but was unsuccessful. An x-ray and thoracic CT at d+1 were performed to try to locate the fragment but were also unsuccessful. Without the location of the broken device being clear, there can be no plan to recover it. There were no reports of hemorrhagic harm, and no additional reports of patient impact.